Event description:
The event is reported as: when placing the capio sutures, the small bullet tipped needle sheared off the suture and was embedded in soft tissue. No pt injury reported.

Manufacturer narrative:
It is unk if the sample is available to send to MFR for eval. The investigation report is incomplete at this time. A f/u investigation report will be sent when completed.